Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer also stated that the drive support cap was sticking out. The customer¿s blood glucose level unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor . Unable to perform prime test, occlusion test or excessive no delivery test due to compromised force sensor system alarm. Cracked battery tube thread noted.